Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for evaluation. Visual, dimensional, and functional inspections were not conducted due to the absence of a returned device. No additional testing was performed. A review of the device history record was conducted, and no relevant manufacturing or quality issues were identified. Based on the available information, the complaint could not be confirmed. The root cause could not be determined due to the lack of a returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during central line placement, introducer needle was inserted under us guidance. When I went to pullback on the syringe, I got air bubbles mixed with blood return. After removing the needle, attempted to flush the needle and the syringe with normal saline. I had a similar finding, with air bubbles in the syringe. When flushing the saline out, fluid was expelled out the side of the needle hub, revealing a hole within the needle hub that could inappropriately introduce air into the closed system. The needle was discarded and a new cvc kit was opened. Procedure was completed with no complications to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during central line placement, introducer needle was inserted under us guidance. When I went to pullback on the syringe, I got air bubbles mixed with blood return. After removing the needle, attempted to flush the needle and the syringe with normal saline. I had a similar finding, with air bubbles in the syringe. When flushing the saline out, fluid was expelled out the side of the needle hub, revealing a hole within the needle hub that could inappropriately introduce air into the closed system. The needle was discarded and a new cvc kit was opened. Procedure was completed with no complications to the patient." There was no medical intervention required. The patient's current condition is reported as "fine".